Manufacturer narrative:
The reported event has been determined to be an unsuccessful implant placement failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
One week after placement implant popped out on its own. Time of loss up to 1 year after prosthetic restoration.